Event description:
A doctor reported to a lensar field service engineer that there was a tag that occurred in the first case of the day resulting in an anterior capsule tear. The capsulotomy was free floating except for one spot. When the doctor injected lidocaine, the button turned over and she couldn't see where to grab it. When she started the phaco procedure there was a tear present.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.